Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. The mitraclip xtw was prepped per instruction for use (IFU) guidelines. Both grippers were able to actuate during device preparation. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) and into the body without event. The clip was opened and oriented appropriately. When the grippers were tested, it was noted that the anterior gripper could not drop. This was confirmed in multiple views via transesophageal echocardiogram (tee). The clip was safely removed from the body without event. The clip was opened on the back table, and it was noted that one of the grippers could not fully drop, thus confirming the defect. A replacement completed the procedure, and the mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.